Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's blood glucose levels (bg) rose to over 250 mg/dl, while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, the patient changed out the pod.